Event description:
Case number: (B)(4), (B)(6) - mps reported cutter not aligned visually to what was shown on the monitor. Case type: not reported. Surgery was not completed robotically.

Manufacturer narrative:
Updated b2. Reported event: (B)(6) - mps reported cutter not aligned visually to what was shown on the monitor. Product evaluation and results: as per work order completed on 12/09/2019 mps did not get an errors, so could not duplicate. Cleaned j6 glass encoder, did not see much material on there. Accuracy was yellow on both sides; therefore performed kin-kal on both sides and then accuracy passed. System investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review: a review of device history records for (B)(6) revealed that 1 device was manufactured, handled and accepted into final stock on 28/02/2018. A review revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209999, rob# (B)(6) shows no additional complaints related to the failure in this investigation. Conclusions: the failure could not be confirmed via inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not returned.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: 04454154, (B)(4) - mps (B)(6) reported cutter not aligned visually to what was shown on the monitor. Case type: not reported. Surgery was not completed robotically.